Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer disconnected tubing, primed tubing until drops appeared at end, reattached infusion set, and resumed insulin.